Manufacturer narrative:
The verify steam integrating indicators subject of the reported event were scrapped by the customer and not returned for evaluation. Without the return of the product, the root cause cannot be determined. The device review history (DHR) for the subject lot was reviewed, and no abnormalities were noted. The verify steam integrating indicator is used to verify that sterilization conditions were met during a cycle. The operator removes the indicator and confirms that the chemical has traveled into the acceptance window which indicates a passing result. Steris will continue to monitor for similar events to ensure the product continues to perform as expected. No additional issues have been reported.

Event description:
The user facility reported that their verify steam integrating indicators had leaked inside two instrument containers after processing. The leak was identified when the containers were opened in the or and the containers were sent for reprocessing resulting in a procedure delay. No report of injury.